Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle 18ga 1in blunt fill sla had dirt in the body and the bevel.

Event description:
It was reported that a needle 18ga 1in blunt fill sla had dirt in the body and the bevel.

Manufacturer narrative:
Investigation summary: it was performed the DHR, there wasn¿t quality notification or maintenance found related with this failure. The pictures and sample of product were sent by the customer, with them was possible performing an investigation, confirming the failure and determine the probable root cause. A batch history analysis (DHR), maintenance records and verified as quality notifications, no quality deviation and maintenance occurred. With the picture and sample, the evaluation confirmed the defect and determined the root cause. We inform that the controls for detecting the incident are done by excessive epoxy application during packing needles every 02 hours in 40 pieces, and also on needle assembly process every 02 hours in 50 pieces. Moreover in the needle assembly process and resin application, the machine related has one vision system that inspect 100% of batch, and reject needles that has absence of resin epoxy. In the same process it was applied the quality studies of this kind of failure named a3 ¿ excessive epoxy resin. Preventive and corrective actions for the resin application process were applied for avoid the number of occurrence and to keep it under control. The whole process is monitored for possibility to measure the performance and the efficiency of preventive and corrective actions applied.